Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. Device was programmed with the correct time or date and monitored with multiple basal profiles for 4 days. No time loss or gain noted. All basal profiles delivered properly. No basal anomaly or delivery summary anomaly noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the device daily history screen. No bolus anomaly or history anomaly noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. Customer's blood glucose value was 6.2 mmol/l. It was reported that when customer using the basal rates it stops at the wrong time. Customer stated that the loss was greater than 1 minute per week. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.